Manufacturer narrative:
The product identity was confirmed in the evaluation. The product was visually evaluated. The lactosorb screw was returned in a biohazard bag, there is blood all over the screw and therefore cannot be removed from the bag. A visual evaluation was preformed through the bag and it was seen that the screw is fractured. The complaint is confirmed. The screw cannot be functionally tested due to its biohazardous condition and the fact that the screw is fractured. The most likely underlying cause of this complaint is determined to be due to the screw experiencing excessive force during insertion.

Manufacturer narrative:
Review of the device history records shows the lot was released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported the screw broke during surgery. The procedure was completed with another screw of the same item number. More information was requested but was not provided by the hospital.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.